Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5055831) on 19-oct-2015. The most recent information was received on 05-jan-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/experience pain"), abdominal pain lower ("sharp pain in my lower abdomen/abdominal pain") and genital haemorrhage ("bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included dexlansoprazole (dexilant), eugynon (levora), levocetirizine and topiramate. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced migraine ("migraine headaches"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), vulvovaginal pain ("pain in vagina"), back pain ("sharp pain in my lower back"), the first episode of dyspareunia ("lot of pain in vagina. When I have intercourse"), vulvovaginal dryness ("my vagina gets very dry"), the second episode of dyspareunia ("painful intercourse") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery. Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, the last episode of dyspareunia and vaginal haemorrhage outcome was unknown and the abdominal pain lower, vulvovaginal pain, back pain, vulvovaginal dryness and migraine had not resolved. The reporter considered genital haemorrhage, pelvic pain, vaginal haemorrhage and the second episode of dyspareunia to be related to essure (ess205). The reporter provided no causality assessment for abdominal pain lower, back pain, migraine, vulvovaginal dryness, vulvovaginal pain and the first episode of dyspareunia with essure (ess205). Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this case was initiated due to a confirmation of quality. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-jan-2018: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. New events pelvic pain, bleeding, painful intercourse, vaginal bleeding. Reporter and product stop date were added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5055831) on (B)(6) 2015. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/experience pain/ pelvic area'), abdominal pain lower ('sharp pain in my lower abdomen/abdominal pain') and genital haemorrhage ('bleeding/ abnormal bleeding (general)') in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". The patient's medical history included mitral valve incompetence, gallbladder removal and pelvic adhesions. Concurrent conditions included overweight, vertigo, brain neoplasm benign and bowel adhesions. Concomitant products included eugynon (levora) from 1998 to 2015 for birth control as well as dexlansoprazole (dexilant), levocetirizine and topiramate. On (B)(6) 2005, the patient had essure (ess205) inserted. In june 2005, the patient experienced migraine ("migraine headaches"). In january 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("sharp pain in my lower back/ back pain"), tooth disorder ("dental problems"), visual impairment ("vision/eye problems"), weight fluctuation ("weight loss / gain") and alopecia ("hair loss"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), vulvovaginal pain ("pain in vagina"), the first episode of dyspareunia ("lot of pain in vagina. When I have intercourse/ dyspareunia (painful sexual intercourse)"), vulvovaginal dryness ("my vagina gets very dry"), the second episode of dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("vaginal bleeding") and sleep apnoea syndrome ("sleep apnea"). The patient was treated with surgery (salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, migraine, the last episode of dyspareunia, tooth disorder and sleep apnoea syndrome was resolving, the abdominal pain lower, vulvovaginal pain and vulvovaginal dryness had not resolved and the vaginal haemorrhage, visual impairment, weight fluctuation and alopecia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, back pain, migraine, vulvovaginal dryness, vulvovaginal pain and the first episode of dyspareunia with essure (ess205). The reporter considered alopecia, genital haemorrhage, pelvic pain, sleep apnoea syndrome, tooth disorder, vaginal haemorrhage, visual impairment, weight fluctuation and the second episode of dyspareunia to be related to essure (ess205). The reporter commented: previously reported essure insertion date : (B)(6) 2005 current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this case was initiated due to a confirmation of quality. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events: "dental problems, vision/eye problems, weight gain/loss, hair loss, sleep apnea, patient did not undergo confirmation test",medical history, lab data, reporters added. Outcome for previously reported events: pelvic pain/experience pain/ pelvic area, sharp pain in my lower back/ back pain, bleeding/ abnormal bleeding (general), migraine headaches, painful intercourse/ dyspareunia (painful sexual intercourse) is updated to "recovering / resolving". Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5055831) on 19-oct-2015. The most recent information was received on 09-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/experience pain/ pelvic area'), abdominal pain lower ('sharp pain in my lower abdomen/abdominal pain') and genital haemorrhage ('bleeding/ abnormal bleeding (general)') in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". The patient's medical history included mitral valve incompetence, gallbladder removal and pelvic adhesions. Concurrent conditions included overweight, vertigo, brain neoplasm benign and bowel adhesions. Concomitant products included from 1998 to 2015, dexlansoprazole (dexilant), levocetirizine and topiramate. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced migraine ("migraine headaches/migraine"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("sharp pain in my lower back/ back pain"), tooth disorder ("dental problems/other injuries/symptoms dental probs"), visual impairment ("vision/eye problems/vision probs,"), weight fluctuation ("weight loss / gain") and alopecia ("hair loss"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), vulvovaginal pain ("pain in vagina"), the first episode of dyspareunia ("lot of pain in vagina. When I have intercourse/ dyspareunia (painful sexual intercourse)"), vulvovaginal dryness ("my vagina gets very dry"), the second episode of dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("vaginal bleeding"), sleep apnoea syndrome ("sleep apnea/other" please describe sleep apnea"), abdominal pain ("pain abdominal") and menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)") and was found to have weight increased ("other injuries/symptoms : weight gain,"). The patient was treated with surgery (salpingectomy, type of removal surgery salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, migraine, the last episode of dyspareunia, tooth disorder and sleep apnoea syndrome was resolving, the abdominal pain lower, vulvovaginal pain and vulvovaginal dryness had not resolved and the vaginal haemorrhage, visual impairment, weight fluctuation, alopecia, abdominal pain, menorrhagia and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, back pain, migraine, vulvovaginal dryness, vulvovaginal pain and the first episode of dyspareunia with essure (ess205). The reporter considered abdominal pain, alopecia, genital haemorrhage, menorrhagia, pelvic pain, sleep apnoea syndrome, tooth disorder, vaginal haemorrhage, visual impairment, weight fluctuation, weight increased and the second episode of dyspareunia to be related to essure (ess205). The reporter commented: previously reported essure insertion date : (B)(6) 2005. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this case was initiated due to a confirmation of quality. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received - new events abdominal pain, bleeding menorrhagia (heavy menstrual bleeding) and weight gain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5055831) on 19-oct-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/experience pain/ pelvic area') in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". The patient's medical history included mitral valve incompetence, gallbladder removal and pelvic adhesions. Concurrent conditions included overweight, vertigo, brain neoplasm benign and bowel adhesions. Concomitant products included from 1998 to 2015, dexlansoprazole (dexilant), levocetirizine and topiramate. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/ abnormal bleeding (general)"), back pain ("sharp pain in my lower back/ back pain"), migraine ("migraine headaches/migraine"), tooth disorder ("dental problems/other injuries/symptoms dental probs"), visual impairment ("vision/eye problems/vision probs,") and alopecia ("hair loss") and was found to have weight increased ("weight loss / gain"). On an unknown date, the patient experienced abdominal pain lower ("sharp pain in my lower abdomen/abdominal pain"), vulvovaginal pain ("pain in vagina"), vulvovaginal dryness ("my vagina gets very dry"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("vaginal bleeding"), sleep apnoea syndrome ("sleep apnea/other" please describe sleep apnea"), abdominal pain ("pain abdominal") and menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salpingectomy, type of removal surgery salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, migraine, dyspareunia, tooth disorder, weight increased and sleep apnoea syndrome was resolving, the abdominal pain lower, vulvovaginal pain and vulvovaginal dryness had not resolved and the vaginal haemorrhage, visual impairment, alopecia, abdominal pain and menorrhagia outcome was unknown. The reporter provided no causality assessment for back pain and vulvovaginal pain with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, sleep apnoea syndrome, tooth disorder, vaginal haemorrhage, visual impairment, vulvovaginal dryness and weight increased to be related to essure (ess205). The reporter commented: previously reported essure insertion date : (B)(6) 2005. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this case was initiated due to a confirmation of quality. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received : event weight fluctuation is updated to weight gain. Events outcome updated and events onset date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5055831) on 19-oct-2015. The most recent information was received on 16-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/experience pain/ pelvic area') in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". The patient's medical history included mitral valve incompetence, gallbladder removal and pelvic adhesions. Concurrent conditions included overweight, vertigo, brain neoplasm benign and bowel adhesions. Concomitant products included from 1998 to 2015, dexlansoprazole (dexilant), levocetirizine and topiramate. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/ abnormal bleeding (general)"), back pain ("sharp pain in my lower back/ back pain"), migraine ("migraine headaches/migraine"), tooth disorder ("dental problems/other injuries/symptoms dental probs"), visual impairment ("vision/eye problems/vision probs,") and alopecia ("hair loss") and was found to have weight increased ("weight loss / gain"). On an unknown date, the patient experienced abdominal pain lower ("sharp pain in my lower abdomen/abdominal pain"), vulvovaginal pain ("pain in vagina"), vulvovaginal dryness ("my vagina gets very dry"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("vaginal bleeding"), sleep apnoea syndrome ("sleep apnea/other" please describe sleep apnea"), abdominal pain ("pain abdominal") and menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salpingectomy, type of removal surgery salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, migraine, dyspareunia, tooth disorder, weight increased and sleep apnoea syndrome was resolving, the abdominal pain lower, vulvovaginal pain and vulvovaginal dryness had not resolved and the vaginal haemorrhage, visual impairment, alopecia, abdominal pain and menorrhagia outcome was unknown. The reporter provided no causality assessment for back pain and vulvovaginal pain with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, sleep apnoea syndrome, tooth disorder, vaginal haemorrhage, visual impairment, vulvovaginal dryness and weight increased to be related to essure (ess205). The reporter commented: previously reported essure insertion date : (B)(6) 2005 current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.